Event description:
It was reported that the patient's device was checked and the device outputs were high. There was also high battery impedance, and the device was reporting 31 months longevity. The following day, the device was checked and there was no telemetry and no magnet response. The device was subsequently replaced. There were no reported patient complications as a result of this event. Additional information received reported the device also had a power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model, however was not implanted submuscularly. It was reported that the patient's device was checked and the device outputs were high. There was also high battery impedance, and the device was reporting 31 months longevity. The following day, the device was checked and there was no telemetry and no magnet response. The device was subsequently replaced. There were no reported patient complications as a result of this event. Additional information received reported the device also had a power on reset. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event impedance, high interrogate, difficult to magnet mode discrepancy4 output, high reset, failure to.